Event description:
The customer reported that the hemo data on the host is not matching what is on the boom. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.